Event description:
Infutronix received a complaint from a clinic building building service coordinator reporting pump would bolus on its own when doing a functionaltiy test between uses. Device operator was the testing technician. There was no patent involvement. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: each key on the keypad was pressed and they all were fully functional. During a 20 ml infusion the bolus button was pressed, and the pump delivered a bolus with no issue. At no point during the infusion did the pump deliver a bolus without the bolus button being pressed. The reported issue is not confirmed. The pump meets passing criteria.